Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient was unable to locate their implantable neurostimulator (ins) with their recharger and the ins ¿went flat.¿ it was noted that as a result of the issue, the patient¿s symptoms returned in their left leg while they were chair bound. A rep met with the patient to try and interrogate the battery; however, the patient¿s ins was ultimately replaced on (B)(6) 2018. The patient¿s programmer and recharger were examined and no faults were found. The issue was resolved with ins replacement. The complex regional pain syndrome patient was alive with no injury at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to one overdischarge. If information is provided in the future, a supplemental report will be issued.